Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 55 to 59 mg/dl at the time of the incident. The customer was at 121 mg/dl at the time of the call. The customer used candy and was given intravenous fluids to treat. The customer experienced symptoms such as loss of focus, fatigue, and dizziness. The customer was wearing the insulin pump during the incident. The customer reported issues with pump battery longevity of a day or so. The customer also got a no delivery alarm during a bolus. The customer stated the pump delivered an un-programmed bolus. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.